Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days after being implanted, the implantable pulse generator (ipg) was unable to be interrogated and had no telemetry. Loss of capture was also noted. The device remains in use. No patient complications have been reported as a result of this event.